Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion set is leaky. Patient stated he noticed leaking twice by the wetness and his blood glucose levels would elevate for no apparent reason up in the 20 mmol/l (360 mg/dl). Patient's normal blood glucose level was not provided. Patient reported the issue occurred a few times, he changed the infusion set cannula and this brought his blood glucose levels down. Patient stated no issues with preparation or insertion. Patient reported no kinking, crimping, or bent cannula was noticed. Patient uses the insertion assist plus device for inserting the infusion sets. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.